Event description:
Pt. Was having thoracentesis procedure. After catheter was advanced, needle was placed into vacuum bottle and air hissing was heard. Catheter was pulled back and half of the catheter remained in the chest and half remained in the sheath. Pt was taken to or for retrieval but dr. Was unable to obtain catheter tip. Tip remains in pt. No complications noted.